Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient arrived for post operative check. Upon examination, it was observed that implant on #8 was failed.